Manufacturer narrative:
According to the field, the lv lead was discarded and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture and a low out of range pacing impedance measurement of less than 200 ohms. An x-ray taken showed the lv lead had dislodged as the patient had been a twiddler. Surgical intervention was performed and the lv lead was explanted and replaced. No additional adverse patient effects were reported.